Event description:
It was identified that the customer¿s basal programming was not saved. Customer reported that they checked the glucometer since it was not communicating. Customer was high up to 397 mg/dl. The basal was not programmed. Customer reported an attempt to program basal rates but confirmed basal rates did not save. The device will not be returned.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.